Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. According to the report, a trunk-ipsilateral leg component was implanted into the patient¿s right side, and the contralateral leg component implanted on the left. During the implant procedure, the left internal iliac artery was reportedly coil embolized and intentionally covered with an iliac extender component. Additionally, the right common iliac artery was noted to be aneurismal, however, the physician elected to conclude the procedure and reportedly will continue to monitor the right common iliac aneurysm. On (B)(6) 2017, a computed tomography scan identified an enlarging right common iliac aneurysm. According to the report, the iliac aneurysm had grown from 17 mm to 34 mm in diameter. The physician attributed the enlarging iliac artery to underlying disease progression. On (B)(6) 2017, an intervention was performed to treat the enlarging right common iliac aneurysm, using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Final angiography showed exclusion of the right iliac artery aneurysm, and the patient tolerated the procedure.